Event description:
It was reported that following a back injury, the patient was unable to place their system into MRI mode and experienced ineffective therapy. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impacted.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000138961.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.